Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2024-05-01. Corrected h4 manufacture date: 2024-04-29. Getinge became aware of an issue with one of our surgical lights - maquet powerled ii. As it was stated, there was a collision with the light and the cover for the front knuckle of the spring arm fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is not known if claimed device was or was not being used for patient treatment or diagnosis when the event took place. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: according to the last information provided, the cover was removed by the customer after being damaged by a collision. The initial cause is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our surgical lights - maquet powerled ii. As it was stated, there was a collision with the light and the cover for the front knuckle of the spring arm fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.